Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the clinic experiencing fatigue. Upon interrogation, the left ventricular lead exhibited increase in thresholds. A chest x-ray revealed the lead had dislodged. The lead could not be repositioned and was explanted and replaced. The patient was doing well and would continue to be monitored.